Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The lead exhibited insulation damage; causing perforation, pocket stimulation, dyspnea, bradycardia, bruise and regurgitation. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted complete lead returned with helix retracted. Visual microscopy found no breaches of the outer insulation. Entire lead body inspected, no anomalies noted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing, the lead tip and helix appears intact.

Event description:
Additional information received, and a supplemental report is being filed.